Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. Later a different healthcare provider reported a right side exchange with no complaint against the device with no evidence of capsular contracture. The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.